Manufacturer narrative:
The returned product was not able to be downloaded due to the pdm (personal diabetes manager) not being able to reboot and was stuck in looping state.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his pdm (personal diabetes manager) was not turning on and his blood glucose (bg) levels had reached 19.4 mmol/l (350 mg/dl). He tried using new batteries to reset the device but even that would not resolve the problem. He removed the pod he was wearing and went directly to his doctor. The doctor gave him an insulin shot and a backup pen to use for the next couple of days.